Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during in-room set up / inspection for an unspecified procedure, prior to the patient being in the room, the flex deflectable videoscope was found to exhibit damage at the device tip. There was no patient involvement, and no harm was reported as a result of the event.